Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim suturing device was used during a sacrospinous fixation procedure on (B)(6) 2016. According to the complainant, during the procedure, the suture was broken and the needle was left inside the patient. The patient's condition at the conclusion of the procedure was reported to be not compromised.

Manufacturer narrative:
A visual examination of the returned capio¿ slim revealed that the carrier was broken with mechanical marks. The cage was detached and damaged. Also the distal tip has evidence of damage. Functional inspection was not performed due to several issues on the distal tip. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a capio slim suturing device was used during a sacrospinous fixation procedure on (B)(6) 2016. According to the complainant, during the procedure, the suture was broken and the needle was left inside the patient. The patient's condition at the conclusion of the procedure was reported to be not compromised.

Manufacturer narrative:
The device packaging was returned with the device, providing the lot number.

Event description:
It was reported to boston scientific corporation that a capio slim suturing device was used during a sacrospinous fixation procedure on (B)(6) 2016. According to the complainant, during the procedure, the suture was broken and the needle was left inside the patient. The patient's condition at the conclusion of the procedure was reported to be not compromised.